Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: dr.(B)(6), a representative at the biostent d.o.o. Beograd, located in the city of beograd, serbia informed cook on 08aug2021 of an incident involving an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-25-p-5s-cldm-hc, lot# 14060714). It was reported, during the receipt and inspection of the drainage catheters, the warehouse attendant noticed a foreign body similar to human hair in the packaging of this device. The device was immediately set aside and identified as inappropriate for use. A review of the complaint history, device history record, instructions for use (IFU), and quality control procedures, as well as a visual inspection of the returned product, were conducted during the investigation. One sealed and unused device was received. A visual examination confirmed a single particle of foreign matter, blue in color, from an unknown source to be free floating within the inner sealed packaging. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for lot 14060714 identified two recorded nonconformances. However, a review of the nonconforming criteria determined they were not relevant to the reported observation. A database search of the reported lot number revealed one additional complaint from the same customer at the time of investigation, having the same reported nonconforming criteria. Cook also reviewed product labeling. Instructions for use (IFU) document t_multi_rev 5 [multipurpose drainage catheter] is supplied with this device. The product IFU states the following in consideration of the reported failure mode: how supplied: sterile if packaged is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile¿. Upon removal from package, inspect the product to ensure no damage has occurred. The information provided upon review of the dmr, IFU, DHR, design history file (dhf) and returned device suggests that the device was manufactured out of specification. Since there are no related nonconformances with one additional complaint, having a quantity of one from the same lot and reporting facility, it is unlikely that nonconforming product exists in house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the cause of this event is related to quality control and manufacturing deficiency. An unknown strand is visible within the sealed packaging. Though there are 100% inspections in place to detect foreign matter, it is still possible for this failure to not be caught. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that hair-like foreign matter was viewed within the sealed packaging of a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. The foreign matter was noted by a warehouse attendant during device inspection upon arrival. The device was deemed unusable, and therefore did not make patient contact.